Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a partial hepatectomy. After successfully firing the reload, they had trouble unloading the cartridge from the adapter. They needed to use force in order to removed it and the cartridge broke. They loaded another cartridge and fired successfully. However, when they tried to unload it they had trouble pressing the black release button on the adapter it was stiff and the cartridge could not be unloaded. The case was completed using manual stapling. Patient status is alive, no injury.